Manufacturer narrative:
Motor error alarm during the basic occlusion test due to faulty force sensor resistor. Motor passed motor test. All buttons functioning properly. However, found corroded keypad traces. No button error alarm during testing. Pump received with cracked reservoir tube lip, cracked case near display window corners, minor scratches on display window, and missing address/serial label noted. Unable to confirm label worn/faded due to missing label. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer reported via phone call to have received a motor error alarm. Customer's blood glucose was 335 mg/dl. During troubleshooting for motor error alarm, it was found that insulin pump was not exposed to magnetic field or MRI; drive support cap appeared normal and customer was able to complete rewind process. Alarm history showed six motor error alarms within the last month and no motor position encoder error alarm and a button error. Customer was advised that insulin pump would need to be replaced.